Event description:
It was reported that during implant the implantable cardioverter defibrillator was not able to be interrogated via rf telemetry. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included: final analysis confirmed complaint of unable to interrogate via rf telemetry. The cause of the complaint was found to be due to a crc error in the rf telemetry data stream. No further anomalies were found.